Manufacturer narrative:
No unexpected failed battery test alarms or weak alarms noted during testing. The insulin pump passed the displacement test and off no power test. The operating currents were within specification. All of the buttons function properly, however the connector on the lcd board was half-locked. No damage was noted during visual inspection on the keypad traces. The device had minor scratches on the lcd window, cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
Customer reported via phone, the buttons on the insulin pump didn't do anything. He removed the battery and reinserted it and the device alarmed failed battery test. Took it out again and it alarmed weak battery once he reinserted it. Troubleshooting was performed for keypad anomaly and both of the alarms. Customer didn't recall any significant event which may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis. During failed battery test troubleshooting customer stated he had inserted a new battery and the device alarmed low reservoir and he was able to clear the alarm. Customer stated the device was responding.